Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified iliac vein. A 10.0mmx20mmx135cm (5f) sterling balloon catheter was advanced for dilatation. However, during second inflation at 10 atmospheres for less than 30 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.